Event description:
New information received on (B)(6) 2018 notes that the programming changes were performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin with episodes of post paced t wave oversensing noted on the device. The device was post paced t wave oversensing on the ventricular channel. The patient did not receive therapy during oversensing. No programming changes were made at the time.